Manufacturer narrative:
(B)(4). Investigation summary: the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient visited surgeon with a very loud squeaking noise. The radiograph showed a clear dislocation of the femoral head. Doi: (B)(6) 2017, dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a review of the liner, product lot c94103 manufacturing records was completed by the manufacturing site, with notification received that: ¿the device history records (DHR) have been reviewed and no related deviations or anomalies were identified.¿ it was confirmed that 40 of the products were manufactured and released for sale in october-2016. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Investigation revealed disassociation of the cup and liner.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.